Event description:
Per operating room: the pt arrived in the emergency room in cardiac arrest. The pt was immediately brought to the operating room for surgery. The pt died in the operation room. No add'l info is available at this time.